Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - a deformation of the outer housing of the valve was observed. The progav valve housing was subsequently measured and confirrmed the presence of a deformation, outside the tolerances. Permeability test - results have shown that the progav is permeable. Adjustment test - the valve was tested and is not adjustable through the normal range. Braking force and function test - the results have shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability. Computer controlled test - the results showed that valve was not operating within acceptable tolerances. Results - after the tests, we have dismantled the valve. Inside the valve we found significant build-up of substances (likely protein). Based on our investigation, we have determined that the valve is operating in an over-drainage state, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. Furthermore, we have noted that the valve is no longer adjustable to all specified pressure settings. This could be a result of the observed deformation of the valve housing. The cause of the deformation of the valve could not be determined through our investigation. Significant ourside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exlude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve had an issue with re-adjustment. A patient underwent a retroauricular shunt system implantation on (B)(6) 2018. This issue led to removal of the device on (B)(6) 2018. Further details have been requested but not yet received.